Event description:
Complainant had a pacemaker implanted on may 5, 1986. On 5/4/97, the complainant became dizzy and their heart starting jumping. They called their doctor who told them to come right in. The doctor told the complainant they needed a new pacemaker. The complainant had a new pacemaker implanted on 5/6/97. The listed number was the only number the complainant was able to give regarding the pacemaker. When the listed firm was contacted to determine the location of the MFR, investigator told this was not the serial number of the pacemaker. The firm stated the pacemaker was probably mfg at this facility. However, the firm has another location. Without the serial number, the firm couldn't tell investigator for sure at which location the pacemaker was mfg. Investigator contacted the complainant again in order to obtain the serial number. The complainant did not know the serial number.